Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble was a possible cause of the reported 214 mg/dl blood glucose level. A bolus was delivered to address the bg.